Event description:
The international customer reported the ventilator turned off with a 35volt supply failure. The customer reported there was no patient involvement. The manufacturers service technician replaced the power management pcb board to address the reported problem.

Manufacturer narrative:
The field service engineer (fse) verified the reported problem and found error code 111b (35 v supply failed) in the diagnostic log. The fse replaced the power management (pm) pcba as a repair for this issue. After completing repairs for another unrelated event, the device passed its performance testing. The pm pcba was returned to the factory for further analysis. Testing of the pm pcba by factory technicians could not duplicate the reported problem nor find any fault with the circuit board. The root cause of the customer's reported complaint could not be determined.

Event description:
The customer reported that the screen on the v60 ventilator would not turn on, the device did alarm as expected. There was no patient involvement associated with this event.

Manufacturer narrative:
.